Event description:
The device was used to attempt to deliver a synchronized cardioversion shock to a patient using the combination adapter and electrodes. Reportedly, the device would not deliver the shock when the discharge buttons were pressed and held. The combination adapter and electrodes were removed and the cardioversion shock was delivered using the device's hard paddles. There was no adverse effect to the patient as a result of the reported event.